Event description:
On 4/8/94 a dialysis pt was being tranfused with packed red cells through the device and developed seizure like activity, hypotension and vomiting. On 1/6/96 and just recently, pt experienced a hypotensive episode during a trnasfusion of packed red cells.

Manufacturer narrative:
The symptoms of hypotension during transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such condition, known to give rise to vascular instability, may be any one of several of the following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were: administration (chronically, and on the day of the reaction) of medication known to give rise to vascular instability, medication was administered throughout the second factor, hemodialysis. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as unidentified idiopathic factor in the pt, must also be present. This is borne out by the fact that the same pt rec'd subsequent transfusions through the device while undergoing hemodialysis, many of which were uneventful, and two (2) of which were associated with reactions. The hlth care facility reported that, following a meeting with co technical reps, the maximum allowed flow rate of transfusion during hemodialysis, was reduced, and susbsequently no hypotensive reactions have been reported. It is unclear as to whether, when the preceding conditions and/or practices exist in the proper configurations, whether the device may also play a contributing role in the reaction observed. There has been no correlation between mfg lots and these reactions. The lot number was not identified by the user, nor was the device returned. Accordingly, eval of the mfg and field histories could not be achieved. This category of reactions appears limited to a small number of hlth care facilities. Although these reactions could be consistent with the presence of a short lived biological modifier, no evidence of such a modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction remains unidentified. Following the transfusion, the pt was discharged from the hosp. Several mos later the pt suffered a cerebro-vascular accident; by directive, her hemodialysis was discontinued, and she succumbed to these diseases.